Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing and pump was received with normal operating currents. Pump was monitored for several days and no battery out limit alarm occurred during testing. The following cosmetic damage was noted: cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube threads and scratched reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he put a new battery into pump but received battery error. Customer also stated that the act and esc buttons are not working. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident however troubleshooting was done for button error. Customer declined troubleshooting for keypad and battery out. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.